Event description:
Related to MFR report # 2183959-2012-00731. On (B)(6) 2010 an elevate system with intepro lite was implanted. It was alleged by plaintiffs attorney that, after implant, plaintiff suffered significant mental and physical pain and suffering, permanent injury, physical deformity, loss of bodily organ system and has or will undergo corrective surgery or surgeries. Also alleged was emotional distress, and a diminished enjoyment in life and other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.